Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there were misformed clips, no further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Cracked lower shroud, dropping or ejected clip. The analysis results of the er420 found that it was received with the top shroud cracked and broken. Upon firing of the device, the clips were ejected due to the found condition of the top shroud. However, it could not be determined what may have caused the event reported. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This finding is not related to the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
Procedure: lap chole. According to the reporter: the doctor reported after firing the device a bile duct leak noticed. A bile duct stent was placed post operatively. No further info was provided at this time.